Event description:
The valve and ventricular catheter were removed and replaced with a new delta valve and catheter on 2/2001. It is not known whether surgical explant was required or this occurred during surgery.